Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was not further described. On the same day as the onset, the patient was hospitalized for the event. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has been discharged from the hospital and has recovered. The patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, every 5th day, route and duration were not reported) and amikacin injection (500mg, every day, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.